Event description:
The customer reported that the tandem mobi pump battery was not charging. There was no reported adverse impact to the customer¿s blood glucose level. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no response was received.